Event description:
It was observed during the device inspection, that there were burns around the plastic distal end cover of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1 of the initial medwatch. The information was inadvertently selected and should reflect olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The event can be detected by following the instructions for use which state: inspection method for the suggested event is described in the instruction manual (operation manual) for gif-h290t series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.